Event description:
Additional information received indicated the lv lead was capped during an elective device exchange procedure. As the device was already programmed for rv pacing only, no replacement lv lead was implanted. The patient was in stable condition.

Event description:
During an in-clinic follow-up, x-ray imaging was performed which revealed the left ventricular (lv) lead had become dislodged. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.